Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in an adult female patient who had essure (batch no. 871975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, migraine, headache, dysmenorrhoea, dyspareunia, fatigue and abdominal pain lower outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - (B)(6) 2011: results: total bilateral occlusion. Lot number: 871975. Manufacture date:2011-06. Expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') in an adult female patient who had essure (batch no. 871975) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device expulsion, migraine, headache, dysmenorrhoea, dyspareunia, fatigue and abdominal pain lower outcome was unknown and the alopecia was resolving. The reporter considered abdominal pain lower, alopecia, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events: migraines, headaches, migration of essure device location of device: uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation (fallopian tube(s)), fatigue, hair loss, abdominal pain lower were added. Event outcome was updated for the event hair loss. Lot number was added. Lab data was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.